Event description:
A customer observed a repeatable positively biased troponin I result for a patient sample tested on a vitros eci analyzer. The results did not agree with alternate method testing done on the same sample. Quality control results were within acceptable ranges. The laboratory did report the biased vitros results but there was no allegation of harm. A corrected report was sent to the patients physician. Note: another MDR (9680658-2007-00356) was reported for this same issue because it occurred on a different vitros eci analyzer with a different reagent pack but on the same patient. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the issue was related to only one patient with multiple samples. The samples were tested on two alternate methods of measuring troponin I and negative results were obtained with the alternate methods. The technician treated one of the samples with a heterophilic blocking tube and the sample was retested and showed negative results for troponin I. Heterophilic antibodies are known to cause false positive troponin I result on some immunoassays. The vitros troponin I has listed heterophilic antibodies as a potential interferent. The root cause of this event was identified as an interferent caused by heterophilic antibodies.